Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited position check failure and the right ventricular (rv) lead exhibited high threshold. The leads at time of event were in use. No patient complications have been reported as a result of this event.